Event description:
Customer reported experiencing a low blood glucose level. It was confirmed that the customer was in the emergency room due to the low blood glucose. Follow-up attempts were made, including a voicemail and an email; however, no response was received.